Event description:
New information received notes that the dislodgement was believed to be due to a helix anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the office for a programming visit. Increased rv pacing threshold and decreased sensing were noted. A chest x-ray confirmed lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.